Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 3 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to recycle power, alarms cleared and the alarms were explained. During troubleshooting, it was noted the solution bag disconnected. The hp would discard the supplies and finish with manuals. The hp would contact the registered nurse (rn) regarding the air detect alarm and being connected. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. During troubleshooting, it was noted the solution bag disconnected. The root cause of the complaint was not determined. The sample was discarded. The lot number is unknown; therefore a batch review was not conducted. This issue is being investigated through CAPA.